Event description:
The physician passed the pss3d across the vessel stenosis for the first time and made a retrieval with the separator. The physician felt a scratching at stenosis with the device and passed a second time, feeling the same stenosis. Then, while continuing the retrieval attempts, he felt that something was wrong with the device and removed the separator noticing that the connection point between wire and the device was loose. The device was only still "connected" by a very thin wire with body wire of device. The physician removed the device from the patient and used a second pss3d. He made a pass through the stenosis and retrieved, then felt scratching at the stenosis again. He then passed the stenosis again and retrieved and felt the same at stenosis, he went on retrieving into 054 reperfusion catheter and again felt something was wrong. He removed the wire out and saw, that the device was not connected to the wire. He brought out the 054 reperfusion catheter and found the end of the separator 3d in the catheter. Mechanical thrombectomy was stopped due to the underlying stenosis which the physician found too tough and calcified to continue to work.

Manufacturer narrative:
Results: the px400 microcatheter was returned in two pieces, both of which were lodged in the psc054. The distal section of the catheter measures 6.0 cm in length. There is a length of unwound coil at the broken end of this section. The proximal section measures 146 cm in length and shows stretching near the break site. The body of the separator is lodged in the distal section of the broken catheter. The reperfusion catheter has a series of kinks and compressions. There are kinks at 9.5, 12.3 and 13.2 cm from the distal tip and there is a crumpled region between 10.5 and 11.3 cm from the tip. A 0.054" mandrel was introduced into the hub of the reperfusion catheter and advanced distally. Movement was smooth and easy until the tip of the mandrel reached the first kink at 13.3 cm. At this point movement slowed and then stopped against the kink. The catheter is non-functional. Conclusion: the damage noted in the complaint is confirmed. This appears to be a cascade of failures related to the patient's pre-existing stenosis. The first issue likely occurred when the reperfusion catheter 054 kinked due to the patient's stenosis, trapping the px400 microcatheter inside it. At this point, a force exceeding that of the specified tensile force of the material of both the px400 and separator 3d was used in an attempt to withdraw the devices, resulting in the stretched and broken px400 microcatheter and a broken separator.